Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 unit failed to operate correctly after only a few minutes of operation and a noticeable separation of the cautery from the jaws was visible. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood or tissue on the heater jaw. The heater wire was flexed away from the hot jaw and bent at the middle part of the heater. The wire was disconnected at the tip and attached at the base. Blood was observed on the handle of the harvesting tool. Based on the returned condition of the device, the reported complaint was confirmed for "bent wire detached." Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 unit failed to operate correctly after only a few minutes of operation and a noticeable separation of the cautery from the jaws was visible. A replacement device was used to complete the procedure. The hospital did not report any patient effects.